Manufacturer narrative:
Result: the 5max ace was fractured in the proximal shaft approximately 39.0 cm from the hub. Conclusion: the complaint has been evaluated. The complaint indicated that the 5max ace was cut in two pieces when removed from the packaging. Evaluation of the returned device confirmed a fracture in the proximal shaft. This type of damage typically occurs due to improper handling during removal from packaging. If the 5max ace is removed from the packaging at an angle, the proximal shaft may fracture due to excess force and bending. These devices are 100% visually inspected during process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure using a penumbra system 5max ace reperfusion catheter. Upon removal from the packaging, the 5max ace catheter was found fractured and was not used. The procedure successfully continued using a new device.